Event description:
It was reported that the patient almost died from an overdose about a year prior to report. It was reported that the patient's physician believed that the home-infusion company who refilled the pump had left extra medication in the catheter before making an adjustment, though this was not confirmed. The next day, the patient was lethargic before she lost consciousness and was barely breathing. It was stated that, at the time of the overdose, the patient ended up in the emergency room where a medtronic representative made a medication adjustment to lower the dose. At the time of report, the patient had not seen her physician for a refill in the past year, though it wasn't stated that the patient was out of drug. The drugs used in the system were bupivacaine, baclofen, and dilaudid. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that, some time prior to the patient's previously reported overdose, the patient's pump had been fully aspirated, their healthcare provider (hcp) had placed saline in the pump, and their hcp had turned the pump off. It was reported that when the pump was filled and programmed, a priming bolus was performed and the patient 'went into overdose because their hcp had not removed the drug from the catheter,' and the priming bolus gave the patient the remainder of the old concentration. The patient was admitted to the hospital, was monitored, was later noted to be fine, and was released. A 'really high concentration of medication' was put in the pump so that it would 'run for a whole year.' Consequently, it was not thought that the pump was permanently turned off, as previously stated. The medication was noted to have been compounded baclofen 2000mcg/ml, morphine 15mg/ml, and dilaudid 15mg/ml. The patient's last refill was (B)(6) 2012, and prior to that refill the patient was noted to have had 500mcg/ml baclofen, 15mg/ml morphine, and 15mg/ml bupivacaine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information received reported the patient had not gotten the pump filled. The patient was given narcan after being overdosed and taken to the emergency room in (B)(6) 2013. There was extra medication in the catheter so when an adjustment was made and the pump was filled, extra drug was delivered. The next day the patient was unresponsive and not breathing. 911 was called and it was "scary."

Manufacturer narrative:
Product ID 8840, product type programmer, physician. (B)(4).